Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The cracked hub, leak, and failure to deploy the stent were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery. The patient presented to the hospital experiencing a myocardial infarction. The 2.5x23 mm xience xpedition was positioned in lesion. The attempt to deploy the stent failed due to a crack and leaking of contrast at the hub of the shaft when pressure was applied. Another 2.5x23 mm xience xpedition was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.